Event description:
During a resection of the uterus, the instrument did not fire properly. The surgeon applied a new device and suture to complete the procedure. The hosp has reported that no pt injury occurred.